Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. When asked if the cause of the stimulation sensation issues was determined the patient reported that the battery was dead and couldn't be re-activated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was having their ins replaced with a different manufacturer's ins because the patient didn't like their current stimulation sensation. The procedure was scheduled for (B)(6) 2019. No further complications reported.